Event description:
Caller reported a cartridge alarm during the load process and did not wait for the prompt to remove the used cartridge, resulting in education by technical support about proper procedures. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in loading a new cartridge, but the caller was unable to resume insulin therapy due to issues with the infusion set not dispensing insulin. No additional information was received regarding the outcome of the event.